Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube experienced overfill during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9065703. Per email: during r&d testing in (B)(4), we identified a tube that had a draw volumes above the specification. The catalog # & batch information is: catalog #: 363083. Batch #: 9065703. Test date: 22 jun 2019. Data review date: 5 sep 2019.